Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors were not staying in. The customer also reported that when they do not wear the sensor their blood glucose level goes above 600 mg/dl. The customer declined troubleshooting for her issues. The device will not return for analysis.